Event description:
A surgeon reported a corneal burn occurred with the handpiece. Four sutures were necessary to close the wound. The patient's prognosis is not good. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system, including the handpiece, and found they met specifications. The customer was provided with additional information on possible causes of thermal injuries.